Event description:
It was reported that on (B)(6) 2025, the biomed reported that when they were using the c-arm it kept moving up with the foot switch and it was not responding to any of the switches and kept moving upwards. The switches were replaced and the system met the manufacturer´s specifications.

Manufacturer narrative:
An investigation was completed: it was reported that on january 28th, 2025, the c-arm was to be lowered, but it kept moving upward with the footswitch. The gantry buttons were used but the c-arm would not respond to any of the switches and kept moving upwards. The equipment was examined, and the c-arm control inserts were replaced to resolve the issue. There were no patient or user injuries reported. A review of this device history showed that the issue did not return after the c-arm control inserts were replaced. The c-arm control inserts were replaced; however, no parts were returned for further investigation. The left control insert was 1,077 days old, and the right control insert was 2,094 days old at the time of replacement. The probable cause of the uncommanded movement is due to an issue with the control inserts. The likely cause is related to natural wear and tear on the component due to the high component age of 1,077 to 2,094 days. Further investigation could not be performed as the part was not returned. Due to the limited information provided and lack of part return, the root cause of the control insert failure could not be determined. Conclusion: based on a review of the complaint, a CAPA is not needed at this time as there was no patient or user harm. Additionally, the risk is considered very low based on the occurrence. Future events will be monitored and trended. Device history record (DHR) review: a review of the complaint history for 3dm160100682 showed left side control inserts were not working on february 18th, 2022. The left control insert was replaced to resolve the issue. The complaint review identified that the right control insert was original to the system therefore, the DHR was reviewed. There were two discrepancies noted in the DHR, however none of the discrepancies were related to the control inserts. The control inserts were installed on this gantry under rd-02647 with no issues noted. System product code: 3dm-sys-std. Serial number: (B)(6). System manufacture date: 08may2019. System installation date: 30may2019. Unique device identified (UDI): (B)(4).